Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicated that the trima accel system operated as intended. Review of the rdf analysis did not show any evidence that would indicate an issue with the trima accel system or that the system contributed to the reported event. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor successfully completed a platelet collection procedure. Later in the evening, post donation procedure, the donor expired due to a heart attack. The customer is not alleging any problem with the machine or platelet collection set. Patient (donor) ID and age are not available at this time. The platelet collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in and corrected information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A full system checkout was performed. The device was fully functional and operating as per the manufacturer's specifications. No deficiencies were found with the equipment. Per terumo bct's medical review, the device did not cause or contribute to this incident. Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
The customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release.

Event description:
Per the customer the autopsy report is not available.

Manufacturer narrative:
This report is being filed to provide additional information was provided in sup2 but was not mentioned in the narrative. Investigation: per therapeutic apheresis: a physician's handbook, the overall complication rate with apheresis platelet collection, excluding large hematomas, is approximately (B)(4) per (B)(4) donations, with no reported deaths. Root cause: per the rdf, DHR review, the service call, and terumo bct medical review, neither the trima device or the disposable are the cause of the donor's death. The run data file analysis did not show any evidence that would indicate an issue with the trima accel system or that the system contributed to the injury/death. The trima accel system was operating as intended and is safe to use. Additionally, the device check out found the system to be functioning properly. DHR review also did not reveal any anomalies that could be related to the patient death. An autopsy report could not be provided by the customer to establish the cause of death, therefore, the cause of death was undetermined. Possible causes of death include but are not limited to the following:- undisclosed medical condition or sensitivity- unknown event that occurred to the donor that led to death.